Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that no further diagnostics had been performed and that the high impedance issue had resolved. The representative had spoken to the patient and the were doing well and getting effective therapy. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a return of their symptoms. An impedance check showed every electrode combination with electrode 3 was >4000 ohms (out of range). As a factor that may have led to the issue, it was reported the patient had a fall. As an action to resolve the issue, the patient was given 4 programs to use that did not use electrode 3. It was unknown if the issue was resolved. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.